Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed exposed electrodes between the ground ring and fantail region. The photographic imaging inspection revealed broken electrode wires between the ground ring and fantail region. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile breaks of electrodes between the ground ring and fantain region. The device passed the mechanical tests performed. Sem analysis revealed broken electrode wires between the ground ring and fantail region. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound. A review of the recipient¿s test data indicated impedance issues, despite device testing within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section d.9. The recipient reportedly experienced open electrodes. Imaging confirmed proper device placement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6 advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed exposed electrodes between the ground ring and fantail region. The photographic imaging inspection revealed broken electrode wires between the ground ring and fantail region. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile breaks of electrodes between the ground ring and fantain region. The device passed the mechanical tests performed. Sem analysis revealed broken electrode wires between the ground ring and fantail region. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.